Event description:
Pt was transferred to specialty hosp in 2008. The pt was noted to have a zassi bowel mgmt system in place upon arrival. Transfer records indicate there was an order for insertion of the fecal mgmt system at about one month prior. In 2009, a small amount of blood (3" diameter) was noted on the bed sheet. Pt's coumadin was stopped. In 2008 several large blood clots and bleeding from around the zassi bowel mgmt system were noted. The zassi bowel mgmt system was removed and the pt continued to pass 2 more large blood clots. The pt was treated with IV fluids, vasopressor medications and IV vitamin k and transferred to a hinsdale hosp ER where she received blood products. The pt transferred back to specialty at approximately 15 days later, noted status post hemorrhagic shock with over sewing of a posterolateral rectal ulcer with over sewing of a posterior internal hemorrhoid and a bleeding anal fissure as well as a sphincterectomy. The pt recovered sufficiently to be transferred to an acute rehabilitation facility in 2009.

Manufacturer narrative:
After multiple attempts to obtain info regarding the event, additional info from the user facility was received on jul 13, 2009. Based on this info, an adverse events report was filed.